Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, unable to issue medication (tramadol) and drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that the drawer was not opened and user was unable to issue medication. A technical support specialist was informed that the customer was unable to issue the medication and tss had the customer log out completely, and once reattempted, the issue was resolved. The drawer opened as expected and was a known product incident. The system functioned as intended after the technical support specialist troubleshot the issue.